Event description:
Boston scientific crm received information from an implant form that this chronic implantable transvenous right ventricular (rv) defibrillation lead was sugically capped after an xray identified a conductor fracture. However, all lead diagnostic measurements (pacing threshold, sensing and impedance) were normal.

Manufacturer narrative:
There were no adverse events reported as a result of the surgical intervention. The event will be reopened if additional information is received and/or the lead is returned for laboratory testing.

Manufacturer narrative:
Boston scientific received information from an implant form that this patient's device and lead system were explanted in (B)(6) 2012, due to patient condition. A model #0115 which had been surgically capped back in (B)(6) 2010 due to lead fracture was also explanted. A replacement device and lead system were not implanted. Subsequently, boston scientific received information from the local representative that this patient's chronic device and lead system (including a previously surgically capped rv defibrillation lead) had been explanted due to infection. The source of the infection was not identified. There were no adverse events during or following the extraction procedure. The patient was presented back to the ep laboratory six days later and a replacement device and lead system were successfully implanted.